Event description:
Customer states their immucor echo blood bank instrument gives a "fluid level too high (7140)" error description and code, and will not test the sample. Lab techs are now routinely looking at volume height prior to placing tubes on the instrument to prevent the problem at this time. The techs must remove about 1ml of plasma, when the sample is above the black fill line, from the tube to allow the automation to work properly. The error has occurred over the past two weeks. Customer reviewed collection methods to determine if this is preanalytical related. Customer advised tubes are not being uncapped and filled; phlebotomists are using needles and holders correctly. Customer reports no issue with specimens filling the tubes during the patient draws. The common problem is the instrument stopping when the plasma sample is above the black fill line. Customer advised they have two echos and have seen the error on both. There have been no instrument problems noted and no service has been done on analyzers. Customer has contacted immucor hotline about the issue.

Manufacturer narrative:
Complaint (B)(4) restrospective filing. Received 456003: 1rk and 27pcs b1712359,1rk b170935d for evaluation. Received customer pictures. We have no further inventory for the material/batches. A check of quality records show no deviations related to the reported event. Samples were tested according to gbo standard testing procedures, with regards to correct assembly, level mark,filling level, and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No over fills could be observed on the samples. Therefore the alleged malfunction could not be confirmed.